Event description:
It was reported that the patient passed away on (B)(6) 2021. The death was not device related, and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and heartmate 3 left ventricular assist system, serial number (B)(4), cannot be conclusively determined through this evaluation. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(4) , on (B)(6) 2020 and ultimately expired on (B)(6) 2021 due to unspecified reasons. Per the account, the patient¿s expiration was not considered to be device-related and heartmate 3 left ventricular assist system, serial number (B)(4), had been operating as intended. No alarms or clinical symptoms were reported in association with the event. Heartmate 3 left ventricular assist system, serial number (B)(4), will not be returned for evaluation. No further information will be provided by the account at this time, per hospital protocol. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.